Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It was reported that the product observation created for return of product. Return reason unknown. The blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).